Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced oversensing which may have caused device to calculate heart rate as higher than actual rate. It was further reported that the icm experienced undersensing which may have caused false detection of pause episodes. The icm remains in use. No patient complications have been reported as a result of this event.